Manufacturer narrative:
(B)(4). Date sent: 9/14/2023 d4: batch #224c33. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device was received with no apparent damaged. The washer was received uncut, and there were staples present. Further analysis shows that the guide through which the trocar passes was damaged, and this condition did not allow the trocar to come out properly. No functional test could be performed due to the condition of the device. No conclusion could be reached as to what caused the guide to be damaged. No conclusion could be reached on the cause of the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 224c33, and no non-conformances were identified.

Event description:
It was reported that during a rectum procedure surgery, could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4 batch # unk. B3: unknown, assumed 1st day of month. That the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.